Event description:
It was reported that after opening, the electrode was twisted and did not allow adequate brain stimulation. It was noted that the device was not implanted and there was a replacement required. It was noted that the event did not involve a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.